Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined. However, information from the field indicated the event may have been due to the patient not turning on the bluetooth connection prior to a pairing attempt.

Event description:
During follow-up, there were difficulties pairing the device with the phone application. A second unsuccessful attempt was made. During the third attempt to connect, the bluetooth was turned on first, and then the connection was successful. The patient was in stable condition.